Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. Complaint can be confirmed through the returned product analysis. Review of the most recent checklist determined the lid was broken off at the hinge. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that battery housing had bad constant bad contact with handpieces. When received at the repair center and investigated, it turned out that lid broken off at the hinge. No more information has been provided.